Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level (specific bg value was not provided). Customer consumed carbohydrates to address bg. Customer alleged that low bg was due to "insulin absorption." Recommendation was made to consult with a healthcare provider to discuss diabetes management.